Event description:
The patient reported she has not used her scs system in over a year because the stimulation makes her legs move and jump. The patient also reported she has difficulty walking and believes the stimulation is pressing on a nerve. The patient declined reprogramming. Surgical intervention will be undertaken at a later date to resolve the reported issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.